Event description:
It was reported that pt movement on right leg is getting less. Pt has deep thigh, groin, and hip pain, but it is less than left leg.

Manufacturer narrative:
The pt is (B)(6). It was indicated that the device is not available for eval, as it is still implanted. Add¿l info has been requested and if received, will be provided in a supplemental report.